Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. Two diagonally aligned, circumferentially opposite splits were observed between the 12cm and 13cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. Microscopic inspection of the splits revealed sharply defined edges. The opposite splits exhibited corresponding angles and shapes. The split characteristics indicated that the splits were the result of contact with some unidentified instrument. The matching shapes/angles and relative positions of the splits indicated that they were inflicted at the same, suggesting that the catheter was transfixed by that instrument. The usage residues suggested that the damage was inflicted either during or preparatory to use. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rezc2506 showed no other similar product complaint(s) from this lot number.

Event description:
On 3/29/2016-it was reported per bard (B)(4) that there was a "leaking PICC line" and a new PICC line was placed. Sample received had evidence of use and a leak at the 14cm depth markings.